Event description:
According to the available information, 10 minutes after the intravesical instillation of gemzar, the patient is alert because he fears that the urinary catheter with a balloon left in place has come out, as he feels leaks. The catheter is still in good position (balloon checked) but there are major leaks through the urinary meatus. Leaks of cytotoxic products, contact with the skin of which is strongly discouraged. The balloon was tested after removal and there were no issues with the balloon, which was inflated with 10 ml of ppi water. It had been used with xylocaine 2% urethral gel.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.